Event description:
Severe anemia due to the mechanical valve. Rptr has chest pain, shortness of breath and dizziness, weakness and brittle fingernails. Diagnosis is microcytic anemia likely due to low grade hemolysis mechanical aortic valve.